Manufacturer narrative:
The insulin pump had a blank display due to moisture damage at the electronic assembly. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
It is reported that a customer dropped their insulin pump in the toilet. The customer has a blood glucose level was 200 mg/dl. The customer states that there is fluid/moisture in the device. The customer mentioned he went to the hospital in 1997 before he started pump treatment. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.